Event description:
Reporter claims the chair was being pushed over a curb when the stroller handle broke causing end user to fall out of chair. Received scrapes on their face and hit shoulder. No medical attention sought.